Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous left anterior descending (lad) coronary artery. Prior to vessel dilatation, a 1.75mm rotablator catheter was used. Following rotational atherectomy, a 15x2.75mm maverick2 monorail balloon catheter was used to dilate the lesion. The maverick2 monorail balloon catheter ruptured on the third inflation at 18atms. The first and second inflations were to 12 and 16 atms, respectively. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."